Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in hospital because of high blood glucose level. Customer blood glucose level was 150 mg/dl. Customer also stated that they took steroids to treat pneumonia. Insulin pump also had no delivery alarm. Trouble shooting was performed, insulin was exited. The device will not be returned for analysis. Frn-unk-rsvr. Unomed inf set.